Event description:
It was reported while stimulation was turned on an overstimulation sensation occurred. Patient stated feeling of overstimulation and device going in and out started on (B)(6) 2010. Patient stated she had therapeutic ultrasound (B)(6) 2010. It was further reported patient visited her doctor and discussed the event with a company representative. The device was not reprogrammed successfully. The patient did not have the programmer replaced. The patient had surgery (B)(6) 2010 (details not provided). The patient was no longer having problems with the system. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).